Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to remove the cartridge, inspect and clean the o-ring and pneumatic tap area, and follow on-screen instructions to load the cartridge successfully onto the pump. The customer was able to resume insulin delivery, and no cartridge replacements were necessary. Technical support instructed the customer to monitor the system performance, and the customer understood and acknowledged the guidance.